Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
Screwdriver tip broke off in the screw head. Unable to remove the screwdriver tip, it remains implanted.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
Screwdriver tip broke off in the screw head. Unable to remove the screwdriver tip, it remains implanted.